Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed completely above the skin and was stuck to the device. Hemostasis was achieved using manual compression. There was no reported patient injury. The femoral artery's suitability was verified on angiography, including insertion angle between 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was discarded; therefore, it was not returned for evaluation. However, the customer provided one image related to the reported failure. The image shows that a portion of the sealant on the mynxgrip device is exposed and positioned further from the balloon than the deployment position. Additionally, another portion of the sealant appeared to have detached from the catheter. No other anomalies were observed in the provided image. A product history record (phr) review of lot: f2506602 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment-complete¿ was observed through analysis of the image received since the sealant was noted to be present on the catheter above the deployment position. The exact cause of the issue experienced by the customer could not be conclusively determined during the picture analysis. Based on the information available for review and picture analysis, it is not possible to determine what factors may have contributed to the misdeployment incident reported, especially since the device was not returned for analysis to ensure functionality of the deployment mechanism. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, since the sealant was found further from the balloon than the deployment position and the advancer tube is not shown engaged on the catheter in the image. Additionally, a portion of the sealant was noted to be detached from the catheter, which would likely be due to handling factors, such as the application of excessive force. However, as this condition was not reported to have occurred during the procedure, it is unknown if this condition occurred due to manipulations after removal from the patient. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy or a possible misdeployment of the sealant. Neither the picture analysis, phr review, nor the information available for review suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed completely above the skin and was stuck to the device. Hemostasis was achieved using manual compression. There was no reported patient injury. The femoral artery's suitability was verified on angiography, including insertion angle between 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The customer took a photo and discarded the device; therefore, it will not be returned for evaluation. Per preliminary review of the image received, the sealant is exposed/uncovered on the mynx catheter and is positioned more proximally from the balloon than intended. Also, a portion of the sealant appears to be separated off the catheter.